Event description:
A physician reported that a pt was last treated on 6/23/97 in the smile lines and the smile lines extending beyond the corners of the mouth on the cheeks. On 6/26/97, the pt noted and presented with inflammation and a "pustular reaction" at the treatment site on the left cheek. The physician diagnosed inflammation with skin necrosis and prescribed oral cephalexin. On 6/30/97, the pt presented with multiple pustules at the left cheek injection site which drained. On 7/24/97, the pt's symptoms had resolved with a depressed scar at the site.